Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and confirmed a non-recoverable 25913 error. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior a da vinci assisted surgical procedure that the system and had red light on the e100. Site did hard restart and technical service engineer (tse) had site do another hard restart with no change. Site is continuing with set up and would like field engineer (fe) to look at the system. The procedure continued as planned with no reported injury.